Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The quality of the bone encountered was not specified. Per dfu-0054-eo - e. Warnings - 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force used during suture passing/tightening /tensioning.

Event description:
On 11/10/2025, a sales representative reported via (B)(4) that an ar-3740sp double loaded knotless knee fibertak anchor pulled out as the surgeon attempted to set it. The anchor was reloaded and tried again, but it still would not set and appeared to be malfunctioning. There were no adverse effects on the patient. To complete the repair, a swivelock anchor was opened and used successfully. This issue was identified during an acl scope on (B)(6) 2025. Additional information was received on 11/18/2025: this occurred during an acl with it band tenodesis procedure on (B)(6) 2025. The case was completed using an ar-2324pslc peek swivelock c anchor. The case was delayed for four minutes, and whether additional anesthesia was administered is uncertain.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.